Event description:
It was reported that the patient went to the doctor and was diagnosed with a skin infection. There was redness, swelling and scarring. For treatment, the patient was prescribed antibiotic spray. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.